Event description:
A recipient at the (B)(6) in (B)(6), received a partially transfused platelets pheresis unit and experienced severe dyspnea and an elevated temperatures of 40 degrees c.

Manufacturer narrative:
An investigation of this incident has been initiated by biomerieux inc. The community blood center initiated a transfusion reaction investigation on (B)(6) 2008. The report stated that "the implicated unit was collected on (B)(6) 2008 and sterility sampling was performed on (B)(6) 2008. The bact/alert bottles remained negative and were removed from the incubator on (B)(6) 2008. The aerobic and anaerobic bottles along with the associated fresh frozen plasma unit were sent to the reference lab for cultures; no bacterial growth was detected." "The gram stain and culture from the partially transfused platelet product showed gram positive cocci and the culture grew (B)(6)." "Investigation reveals the bact/alert system for notification was functioning and review by the FDA indicated that all standard operating procedure had been followed."